Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of over 500 mg/dl for the past 4 weeks. She stated that she changed her infusion set and insulin cartridge and bolused through the infusion device in an attempt to lower her blood glucose with no success. She lowered her blood glucose with her insulin pen. She believes the infusion device delivers too little insulin. She switched to her backup infusion device and her blood glucose decreased. Her normal blood glucose level is 110 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.